Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the physical resistance/sticking associated with difficulty to remove the lock line appears to be the result of the knot (material deformation); however, a cause for how the knot formed could not be determined. The reported image resolution poor was related to patient and procedural conditions as it was reported that imaging was challenging due to a rotated heart and an atrial septal aneurysm. There is no indication of a product issue with respect to manufacture, design or labeling. H6: medical device problem code: 2983 - removed.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the jammed lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip was advanced, and the clip was placed. However, the lock line could not be removed, the lock line was knotted. The knot was untangled and was removed without issue. The clip was successfully deployed, and mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.